Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an ellipsys percutaneous arteriovenous catheter was used to treat the avf anastomosis. Approximately 2 months post index procedure, the patient suffered from stenosis and underwent a secondary procedure to treat stenosis at the anastomosis. It was stated that the secondary procedure was indicated as not a planned maturation procedure.